Event description:
It was reported that the customer received an occlusion alarm. Reportedly, the customer cleared the alarm and resumed insulin using the same cartridge and infusion set. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.